Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 11/24/2015. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
Our importer, (B)(4) received a call on 08/02/2016 reporting a medical intervention that occurred on (B)(6) 2016 sometime after 4:00pm. Patient's ((B)(6)) husband (B)(6) called in stating that the prodigy meter was inaccurate and giving a high reading compared to another meter used to performed (B)(6)'s blood glucose test. The reading on the prodigy meter at the time of the event was 221mg/dl. (B)(6)'s normal glucose reading around the time of day of the event is 126mg/dl. (B)(6) was unsure what medications (B)(6) had taken prior to the medical intervention. (B)(6) had consumed a bowl of cereal, a bottle of ensure and some (B)(6) food prior to seeking medical attention. (B)(6) proceeded to an unscheduled doctor's appointment as a result of the previously described event. Mc was prescribed nateglinide 50mg 1/2 pill x2 to reduce glucose levels. (B)(6)'s total stay at the doctor's office was a little less than 1 hour. Prodigy sent replacement and prepaid envelope requesting return of suspect system.